Event description:
It was reported that during a device follow up, there was a discrepancy between the value of voltage delivered by the device and what was seen on the egms. No further information available at this time. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.